Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in (B)(6) 2002 following meningitis, had never received benefit from the device due to cochlear ossification. The surgeon decided to explant the patient on (B)(6), 2013 as an MRI examination was required.